Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation events. Device evaluation summary: monitor sn (B)(4) and belt sn (B)(4) have been returned and evaluation is currently underway. Based on the downloaded software flags, there is no indication the equipment contributed to the inappropriate treatment. Additional inappropriate defibrillation narrative: the investigation into the event concludes that there was no device malfunction. A cause and effect analysis was conducted using all of the available information which includes the incident report, device evaluation, software flag files, and ECG strips. The primary cause of the inappropriate shock event was lack of response button use prior to shock delivery. The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detection was svt with the rate exceeding the programmed rate threshold. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event on (B)(6)2017. Svt contributed to the false detection. The patient was conscious at the time of the treatment. The response buttons were pressed earlier in the treatment sequence, but they were not pressed prior to the treatment. The patient was in the hospital at the time of the treatment and remained hospitalized following. The patient continues to wear the lifevest.